Event description:
The physician reports that the product was used on several patients but three of the patients developed aseptic meningitis following a chiari repair. Additional information has been reported.